Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock during sexual activity. Upon reviewed, it was found that noisy signals, and t wave were oversensed due to low amplitude. The field representative tried to change the vectors and made maneuvers to reproduce the noise, and the noise was in all vectors (correctly discriminate with the n markers). An x ray was performed, and everything was as expected. Furthermore, all the vectors were unsuccessful. The technical services (ts) discussed troubleshooting options and recommended to reprogram the s-ICD. This s-ICD remains in service. No adverse patient effects were reported.